Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/222349784, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6)/222349783, UDI#: (B)(4). H4: manufacturing date for both product ID's: nim4cpb1 is 2-jun-2021 the additional code img code for both product ID's nim4cpb1 is g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital was set up for parotid 2 channel facial nerve monitoring as recommended in the instructions per use. User is an experienced user of the nim 3. Green ticks were noted on electrode check. Emg confirmed when event capture was disabled. During surgery the surgeon stimulated non neural tissue (muscle) and the auditory response was the same as a positive response although the waveform wasn¿t biphasic. He tried other tissues and with the same result. This lead to lack of confidence on the nim vital. A nim 3.0 was brought in to replace the nim vital and proper responses were noted. This was used to finish the case. Surgeon expressed that they can¿t look all the time look at the screen when stimulating as they are in a delicate procedure and the auditory response is very misleading. There was no patient impact.